Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the surgeon was performing an emergency thrombectomy. A synchro-14, rebar-18 and a sfr-6-30 was used, however, the stent failed after the microcatheter was in place. It was determined the root welding point was broken/detached. The damaged was observed during the procedure and resistance was encountered. The device was prepared as indicated in the IFU. The stroke onset to reperfusion time was 180 minutes.

Manufacturer narrative:
H3. Product analysis: ¿equipment used: video inspection system (m-78210), ruler 200cm (m-83361), camera (panasonic lumix dmc-zs5) ¿as found condition: the solitaire fr stent device was returned for analysis within a shipping box; within a plastic bio-pouch and within an opened solitaire fr inner pouch. The rebar-18 micro catheter used in this event was not returned. Therefore, analysis could not be performed and conformance to specification could not be assessed. The rebar-18 micro catheter has a labeled ID (inner diameter) of 0.021¿. Per the solitaire fr IFU (instructions for use), the minimum catheter ID required is 0.027¿. Therefore, the rebar-18 micro catheter was found to be not compatible for use with the solitaire fr revascularization device. ¿visual inspection/damage location details: no issues were found with the solitaire fr pushwire or marker coil. Visual inspection showed no irregularities outside of the attachment zone. The stent was found to be broken at non-working length (tear drop) strut and the remaining stent was not returned for analysis. Therefore, analysis could not be performed and conformance to specification could not be assessed. No other anomalies were observed. Testing/analysis: the solitaire fr could not be used for testing with an in-house microcatheter due to its damaged condition. The broken ends were cut and sent out to element labs for sem (scanning electron microscopy) analysis. ¿conclusion: based on the device analysis and reported information, the customer's report of ¿resistance during delivery¿ was confirmed. Damage to the solitaire fr stent (broken stent) can occur if the device is advanced against resistance. Resistance during delivery can be caused by device incompatibility, catheter kink/ovalized, lack of continuous flush, extremely tortuous anatomy. The rebar-18 micro catheter has a labeled ID (inner diameter) of 0.021¿. Per the solitaire fr IFU (instructions for use), the minimum catheter ID required is 0.027¿. Therefore, the rebar-18 micro catheter was found to be not compatible for use with the solitaire fr revascularization device. Incompatible device is the likely cause of the resistance. Per the sem analysis report, both broken ends (broken end 1 and broken end 2) failed via fatigue at the kink/bend area and the rest of the surface failed via overload. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the resistance occurred with the solitaire in the proximal end of the catheter. The tip of the solitaire sheath was secured in the hub of the microcatheter. The patient's baseline nihss was 15 and post-procedure was 2.